Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 22 october 2024, a 25mm amplatzer amulet left atrial appendage occluder (lot: 8962497) was chosen for implantation utilizing a 14f amplatzer torqvue 45x45 delivery system. The device was opened and the threading of the prosthesis was checked. It was connected to the delivery system and advanced to the left atrium. After positioning it in the left atrial appendage after three partial recaptures with the device in a tire shape, it detached from the cable unexpectedly. The occluder migrated to the left ventricle. The occluder was then snared via loop catheter. The patient was reported to be stable and experienced no complications. No replacement occluder was placed.

Manufacturer narrative:
An event of premature separation and migration or expulsion of device during procedure was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Reportedly, after positioning it in the left atrial appendage after three partial recaptures with the device in a tire shape, it detached from the cable unexpectedly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A video was provided showing the fluoro image of the implant within the left ventricle after embolization. Based on the information received, the reported device embolization appears to be related to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances as a device was snared and removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.